Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow and down arrow keypad buttons were intermittently unresponsive and required several hard presses to elicit a response. The patient reportedly wore the pump attached to a belt and cleaned the pumped with mild dish soap. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up/down arrow keypad buttons were intermittently responsive and required excessive force to elicit a response. The ok and contrast buttons responded to button presses as expected and had normal spring back or click. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.